Event description:
It was reported that through radiographic evaluation, it was noted that the keel to base structure had fractured on the implant. The pt has degenerative joint disease and a long history of pain in the right shoulder which has been unresponsive to conservation management. Revision surgery is planned for (B)(4) 2011.

Manufacturer narrative:
Limited information is available at this time. Revision surgery is scheduled for (B)(6) 2011. Should additional information be made available, this report will be updated.